Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air in line detector was inoperable. There was no patient involvement.

Manufacturer narrative:
Received one device, functional testing confirms customer concern of air in line detector inoperable. Additionally, the visual inspection found detached (dso) downstream occlusion sensor and chassis gasket damaged. Replace air detector, dso sensor and chassis gasket. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.